Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing the device alert on multiple occasions. During review of device memory, no alert conditions were indicated to have been met. The patient indicated hearing an alert when using a sleep apnea mask that has magnets. The device remains in use. No patient complications have been reported as a result of this event.